Event description:
A peritoneal dialysis pt has reported hearing a bubbling/gurgling sound in the door of the cycler during dwell. Pt noticed a few drops of solution coming from the bottom of where the cassette door closes and by the pumps. There is no known pt ill effect. There is a sample available for eval.